Manufacturer narrative:
A supplemental report will be submitted when the product has been returned and evaluated. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported "a cutter was dull. The doctor found that the inner cutter did not shut the port completely. No pt injury reported."